Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead had an out of specification analysis result for extension/retraction due to over-retraction.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited increasing thresholds. The physician was unable to reposition the lead, and subsequently the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.